Event description:
Complaint received stated bed would not place nurse call. No injury alleged.

Manufacturer narrative:
Technician found that the bed would not place nurse call. Located the bed in ICU. Replaced tv comm pcb to resolve this issue.